Event description:
The account alleged the bed has an intermittent nurse call. No injury reported.

Manufacturer narrative:
The account alleged the connector was broken. No further information is available on the repair of the bed at this time.